Event description:
Device malfunction: barrel mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the barrel rotated during deployment. The device was removed over a guide wire and a second prostar xl was used to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.